Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two months post generator change that the right atrial (ra) lead exhibited far field r-wave (ffrw) ove r-sensing on electrograms (egm) triggering atrial tachycardia/atrial fibrillation (at/af) episodes and mode switch. The ra lead remains in use. No patient complications have been reported as a result of this event.